Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully cleared the alarm and completed insulin pump rewind also. Customer stated the drive support cap was normal and insulin pump had not been exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.